Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air entered was continuously drawn into the sheath. When switching from the varipulse catheter to the octaray, air was continuously drawn into the sheath. The issue was resolved by replacing the vizigo short with another new one. The procedure was then successfully completed. There was no patient consequence. No air was introduced into the patient. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air entered was continuously drawn into the sheath. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. The device was investigated for hemostatic valve leak issues. Visual analysis was performed, and no damage or anomalies were observed on the device. Then, after testing the dilator, it was inserted through the valve and retracted and the device failed the pressure. Thereafter, the dilator was retrieved, and it was able to hold the pressure. Finally, a microscopic examination of the hemostatic valve surface and stress marks were observed at the star section; this could be related to the leakage observed. A device history record was performed, and no internal actions related to the reported complaint were identified. Due to the leakage and the damage on the valve observed during the test; the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).